Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were not able to remove medications after the 5-letter update. A technical support specialist reported that desktop support team updated the station to enable a five-letter search, after which users were unable to remove medications. Performed a full data synchronization to resolve the issue and attached knowledge article titled proper data sync procedure & how to place new db in es station for reference to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mgy-xray after the 5-letter update, users were unable to remove medications from the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.